Manufacturer narrative:
Block h2: additional information block a2 (date of birth) has been updated based on the additional information received on march 31, 2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of june 20, 2016, was chosen as a best estimate based on the date of mesh removal. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6) block h6: the following imdrf patient codes capture the reportable events of: e2006 - mesh erosion, e2330 - pelvic pain, e1405- dyspareunia, e1310 - frequent urinary tract infection. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.

Event description:
It was reported that the patient was implanted with an obtryx system - curved and uphold lite. As a result of the mesh implant, the patient experienced erosion of the mesh to the urethra, frequent urinary tract infections, purulent vaginal discharge, pelvic pain, and dyspareunia. On (B)(6) 2023, the patient underwent mesh revision surgery. She claimed to have suffered severe pain, unnecessary expense, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, the patient may have to undergo additional surgery in the future and may continue to suffer significant pain, and unnecessary medical expenses for medical care, treatment, and therapies long into the future. Furthermore, she sustained and will continue to sustain in the future, the following damages as a result of the implantation: severe and debilitating injuries, serious bodily injury, mental and physical pain, and suffering, and has incurred economic loss. Note: this manufacturer report pertains to the first of two devices implanted in the same procedure. Refer to manufacturer report number 2124215-2024-74954 for the obtryx system - curved device, and 2124215-2024-74964 for uphold lite device.

Manufacturer narrative:
Block h2: additional information. Block b5 has been updated based on the additional information received on june 30, 2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of june 20, 2016, was chosen as a best estimate based on the date of mesh removal. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). The explanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - mesh erosion. E2330 - pelvic pain. E1405- dyspareunia. E1310 - frequent urinary tract infection. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.

Event description:
It was reported that the patient was implanted with an obtryx system - curved and uphold lite. As a result of the mesh implant, the patient experienced erosion of the mesh to the urethra, frequent urinary tract infections, purulent vaginal discharge, pelvic pain, and dyspareunia. On (B)(6) 2023, the patient underwent mesh revision surgery. She claimed to have suffered severe pain, unnecessary expense, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, the patient may have to undergo additional surgery in the future and may continue to suffer significant pain, and unnecessary medical expenses for medical care, treatment, and therapies long into the future. Furthermore, she sustained and will continue to sustain in the future, the following damages as a result of the implantation: severe and debilitating injuries, serious bodily injury, mental and physical pain, and suffering, and has incurred economic loss. Additional information received: on (B)(6) 2023, the patient underwent resection of vaginal mesh. During the same procedure, cystourethroscopy was performed and revealed a normal bladder mucosa with no evidence of cystotomy, sutures, lacerations, lesions, or mesh. Both ureteral orifices showed normal urine efflux, and the urethra appeared normal. During the procedure, exposed mesh was identified at the right lateral vaginal wall (3-4 cm) and left distal anterior vagina near the bladder neck (2 cm). Blue mesh was visible beneath the anterior vaginal mucosa, likely following the prior incision line. The right arm of the mesh was dissected laterally into the pelvic sidewall for approximately 3 cm, isolated, and cut, leaving the deeper portion intact. No additional mesh was palpable on the right. The mesh was then dissected medially and distally toward the bladder neck, separating it from the pubocervical fascia, bladder, and vaginal mucosa. The dissection continued to the left anterior vagina, where the detached left arm was completely removed. Hemostasis was achieved. The foley catheter was removed, and cystoscopy confirmed prior findings. The bladder was drained, and the catheter was reinserted. It is important to note the midurethral sling mesh was not exposed. There were no further patient complications. Note: this manufacturer report pertains to the first of two devices implanted in the same procedure. Refer to manufacturer report number 2124215-2024-74954 for the obtryx system curved device, and 2124215-2024-74964 for uphold lite device.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016, was chosen as a best estimate based on the date of mesh removal. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6). Phone: (B)(6). The explanting physician is: dr. (B)(6). (B)(6). Phone: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - mesh erosion. E2330 - pelvic pain. E1405- dyspareunia. E1310 - frequent urinary tract infection. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.

Event description:
It was reported that the patient was implanted with an obtryx system - curved and uphold lite. As a result of the mesh implant, the patient experienced erosion of the mesh to the urethra, frequent urinary tract infections, purulent vaginal discharge, pelvic pain, and dyspareunia. On (B)(6) 2023, the patient underwent mesh revision surgery. She claimed to have suffered severe pain, unnecessary expense, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, the patient may have to undergo additional surgery in the future and may continue to suffer significant pain, and unnecessary medical expenses for medical care, treatment, and therapies long into the future. Furthermore, she sustained and will continue to sustain in the future, the following damages as a result of the implantation: severe and debilitating injuries, serious bodily injury, mental and physical pain, and suffering, and has incurred economic loss. Note: this manufacturer report pertains to the first of two devices implanted in the same procedure. Refer to manufacturer report number 2124215-2024-74964 for uphold lite device.